Event description:
It was reported the implantable neurostimulator (ins) had been turned off 4 to 5 years prior to this report because the patient¿s symptoms were related to medication. The reporter stated the patient discontinued their medication and their incontinence improved. It was noted the patient did not want the device explanted because they thought they could use the ins at a later time. It was further noted the ins had moved and was creating pain in the patient¿s right hip. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s healthcare provider didn¿t know the cause of the event and the device never worked properly. It was noted that the patient was having arm pain and needed an MRI. It was reported that they planned on removing the device so the patient could have an MRI.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006: product type extension; product ID 3889-28, lot# v006693, implanted: (B)(6) 2006: product type lead. (B)(4).

Manufacturer narrative:
(B)(4).